Event description:
It was reported that the patients controller would not charge and that it overheated while it was plugged. This in turn produced a burning smell. The reporter stated that the charging symbol was not present.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported controller malfunction. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Correction to these fields below. D1 - brand name to omnipod 5 controller d2a - common device name to alternate controller enabled insulin infusion pump d2b ¿ procode to qfg d4 - model no from pt-000408 to pt-000409 d4 - unique identifier (UDI) # to (B)(4). D4 - serial no to (B)(6) d4 - catalog no skt-h001-g-x9 h4 - device mfg date.

Manufacturer narrative:
Correction to g(5): PMA/510(k) # changed from unavailable to k203768.